Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A (B)(6) male initially presented with a sagittal sinus bleed, a 1104b was inserted, and the pressure reading was received. The pt's intracranial pressure (icp) rose, the pt blew a pupil, and dr. Performed a craniotomy for frontal lobe restriction. The bone flap was not replaced. The 1104g was inserted and an icp reading could not be obtained despite appropriate trouble shooting and two different monitors.